Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Sientra was able to provide an investigation from the lot retained by the manufacturer. The cause is most likely the foot was moved inadvertently during sterile packaging process. The foot has re-adhered to the bottom of the device after a force pushed it out of place. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to 99 as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The device had one of the legs in the wrong spot, causing it not to be secure when on the back table. This led to the cap falling off the device and becoming contaminated. Another unit was required as a result. Per psc follow up for more information : there was a 5-10 minute delay as we needed to get another unit from the storeroom. That unit was unusable because the cap fell off onto the ground because of the wobble. This occurred right as we connected and were about to turn on suction.